Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comment that the stylus of the programmer was misaligned with the screen. It was noted that the cursor jumped away from the stylus in the upper right part of the screen. The cursor was found to be correct using the test display. The computer platform was replaced. Reloaded and updated software. The programmer then passed all safety, console and systems tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the stylus of the programmer had been recalibrated but was still misaligned with the screen. It was speculated that a new screen was required. There was no patient involvement.